Event description:
The customer called to report a frozen screen. The time on the screen as not advising. Prior to the frozen screen, the insulin pump alarmed no delivery and motor error. The customer reported that her blood glucose reading was 519 mg/dl. The customer stated that she has an upgrade insulin pump at home, and will start using it once she gets there. A follow up call was made to the customer, and her upgraded insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.